Event description:
Authorized distributor in (B)(4) reports that a vivo 60 device has indicated an internal fault, with error code #18 on the display. The vivo 60 is not marketed in the USA, but this report is being submitted to the FDA since the vivo 50 in the us is a similar model. Based on the information received, the potential risk associated with the reported event is classified as critical since the reported fault (s) may intentionally terminate treatment, as a risk mitigation, with a high priority alarm. Based on the information provided at this time, including limited patient information, the event is considered reportable per 21 cfr part 803.3.

Manufacturer narrative:
Under (B)(4) law, patient information is considered confidential and will not be released by the hospital.